Event description:
The digital fixation device was implanted on (B)(6) 2013 by dr (B)(6). The pt developed reoccurring toe pain following the correction of a hammertoe utilizing the arrow-lok implant. The pt contacted dr. (B)(6), due to a lack of comfort since procedure was performed and experiencing unrelenting pain. Based on order info, dr (B)(6) ordered both 30mm and 35mm implants. The rep. Tj indicated that the 35mm arrow-lok was initially implanted, but was removed because it was too long. That was replaced by the 30mm arrow-lok implant. The operative procedure calls for the surgeon to verify the position and location of the reamer with intra-operative fluoroscopy. On (B)(6) 2013 dr. (B)(6) contacted (B)(6) and communicated the pts complaint. He indicated that he could feel the arrow tip on the dorsal cortex of the proximal phalanx and has a radiograph. Arrowhead requested that the radiographs be forwarded to them for review. Dr (B)(6) indicated additional surgical correction may be required but did not provide confirmation to arrowhead medical until (B)(6) 2013 that the implant was removed the week of (B)(6) 2013. The radiographs indicated the placement of the arrow-lok implant was incorrect. The use of the fluoroscope at the time of implant would have shown improper placement, and that the reamer broke through the cortex. Continued efforts (calls, emails) were made to understand the status of any surgical correction from (B)(6) 2013.

Manufacturer narrative:
Following the published operative technique, including the use of inter-operative fluoroscopy, would have verified proper installed of the implant.